Event description:
During attempted retrieval of a temporary vena cava filter with a gooseneck snare the radiopaque marker band began to migrate down the catheter. The interventional radiologist was able to extract the catheter with the band still on the snare loop.====================== health professional's impression======================failure of the marker attachment mechanism created the potential for leaving the marker within the patient.====================== manufacturer response for goose neck snare catheter, amplatz======================the manufacturer hasn't yet had an opportunity to assess the device.